Event description:
Per the clinic, the patient experienced hematoma followed by infection at implant site subsequent to sustaining a head trauma (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.